Event description:
The anesthesia machines ge aisys cs2 that were purchased at (B)(6) and installed having daily problems with near misses weekly. Without the vigilant monitoring by anesthesiologists and nurse anesthetists I am concerned would have permanent negative outcomes. Example of few problems, breakdowns occurred day one. The daily stress and concerns for patient safety and well being is high. Potential misconnection of the breathing circuit (e.g., acgo configuration), which may result in failure to deliver adequate ventilation or anesthetic gases inaccurate or misleading gas pressure display (oxygen vs. Air), creating a risk of unrecognized oxygen depletion and hypoxia flow sensor reliability concerns, which may lead to inaccurate ventilation measurements and delayed recognition of hypoventilation. All passed and machines still breaking down same day. All 20 of our new machines all suffering the same issues. Reference reports: mw5186014, mw5186016, mw5186017, mw5186018, mw5186019, mw5186020, mw5186021, mw5186022, mw5186023, mw5186024, mw5186025, mw5186026, mw5186027, mw5186028, mw5186029, mw5186030, mw5186031, mw5186032, mw5186033.